Event description:
Customer reports back to back testing on the same meter while using the compact system with results in the 60's mg/dl and 150's mg/dl. No quality controls were run. No adverse event reported. Customer does not have drum vial; a replacement was sent.